Event description:
It was reported that the device reached elective replacement indicator (eri) and the customer was upset that the device did not last longer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted: (B)(6) 2006; 6949 lead, implanted: (B)(6) 2006. (B)(4).